Manufacturer narrative:
H10 device evaluation: a review of the samples returned did not observe any defects or anomalies. Upon review of the device history records (DHR), the lot met all acceptance criteria at the time of release. D9: device availability. G3: date received by manufacturer. G6: follow-up 1. H2: follow-up type. H3: device evaluated by manufacturer. H6: type of investigation, investigation findings and investigation conclusions.

Manufacturer narrative:
Results are pending completion of sample return and investigation.

Event description:
Consumer reported upon removal a tampon string broke into pieces leaving the pledget inside her vaginal cavity. She attempted to remove the pledget using the string but then the rest of the string came out of the pledget. She had to manually remove the pledget. She did not seek medical attention and did not experience any adverse health effects.